Event description:
Litigation alleges patient had large posterior acetabular fluid collection; large hematoma; fluid collection associated with soft tissue; severe osteoarthritis; altered and antalgic gait and weakness; leg length discrepancy; osteophytes and joint space narrowing; complications of surgery including blood transfusion(s); damage to the tissues and structure of the hip; inflammatory response to metal on metal hip implant; synovitis; mechanical complications left total hip replacement; hyperactive synovium; bursal and joint scarring; chromium and cobalt toxicity and complications therefrom; avascular necrosis; pain and disfigurement.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.